Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: synergy ous mr 2.50 x 38mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent identified damage. Stent strut rows 1-13 from the proximal end of the stent were undamaged; the remainder of the struts were stretched and pulled distally with come struts extending over the distal tip of the device. The crimped stent od (outer diameter) of the undamaged proximal section was measured and was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed no issues. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion with severe angulation was located in the severely tortuous and severely calcified mid to distal left circumflex (lcx) artery. After pre-dilatation was performed, a 2.50 x 38 synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent damage.